Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized related to dialysis treatment. In additional follow-up with the patient's pd nurse, it was stated that prior to hospitalization the patient was dialyzing with a prescription of delflex pd solution; exchanges of 2200 ml and delflex 1.5% pd solution; last fill of 2000 ml. Per the nurse, the patient experienced intermittent episodes of abdominal fullness and negative ultrafiltration with report of draining slowly messages while performing pd with the fresenius cycler. The nurse stated the patient's episodes of abdominal fullness with reported negative ultrafiltration did not require any medical intervention. However, the patient did have a change in the pd prescription (5 exchanges of 2000ml and no last fill) as the prescribed last fill was suspected to be contributing to the patient's abdominal fullness. Additionally, it was stated the drain exit criteria was changed from 70% to 85% on the fresenius cycler. However, the patient had draining slowly messages with a drain exit criterion of 85% and therefore, per the nurse, the fresenius cycler was switched back to 70%. Subsequently, on (B)(6) 2022 the patient was hospitalized for symptoms of with symptoms of swollen testicles, nausea, and vomiting. However, during hospitalization, the patient continued to experience drain issues with pd on an unknown hospital cycler. This led to additional testing of the pd catheter (not a fresenius product) and discovery that the patient's pd catheter was wrapped in omentum and had a fibrin sheath (both of which can cause drain complications). As a result, the patient underwent surgical intervention to pull the catheter away from the omentum and treatment to lyse the fibrin formation. The patient was transitioned to hemodialysis (to let the catheter site heal) and was subsequently discharged from the hospital (date not provided). The patient currently remains on hemodialysis temporarily as an outpatient. In terms of causality, the nurse reported that while the patient did have drain complication while using the cycler prior to hospitalization, the cycler was functioning as expected. Rather due to the malfunctioning pd catheter (not a fresenius product) the patient experienced the reported drain issues and accompanying abdominal fullness, and swollen testicles. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).